Manufacturer narrative:
Continuation of concomitant: dtba2d1 implanted: (B)(6) 2015. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported a right ventricular lead integrity warning triggered. Interrogation revealed the lead displayed over-sensing; high rate non-sustained episodes and the sensing integrity counter was noted. Additionally, there was a sudden drop of the r wave. Re-programming was performed, the lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The physician is considering implanting a new lead in the future and does not want to remove the fractured lead.